Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while testing their device in AED mode, it would not show an ECG waveform while in paddles lead ECG. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that while testing their device in AED mode, it would not show an ECG waveform while in paddles lead ECG. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and observed line frequency interference for ECG through the patient ECG cable; however no issues were observed for ECG through paddles lead of the device. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that while testing their device in AED mode, it would not show an ECG waveform while in paddles lead ECG. There was no patient use associated with the reported event.